Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-07638.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-07638. It was reported that patient experienced device related pain. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein anchors were repositioned. Effective therapy was restored post operatively.